Event description:
Caller reported a temperature alarm on the pump while it was charging, but the pump was not exposed to extreme temperatures at the time. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.